Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the cause appears to be use related. The product returned for evaluation was 0.018" nitinol guidewire (in hoop). The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was broken and the coil wire was unraveled. The damage region was contained within the coil tip of the guidewire. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed the following: shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle). Material necking of the wire at the break which is a characteristic feature of a strong pull on the wire. A region of tightly coiled wire still existed at the distal tip of the wire (proving that force was contained proximal to that region). The customer event description indicated that ¿when the guidewire was drawn back it reportedly got stuck.¿ this is consistent with drawing the guidewire back against the introducer needle which is warned against in the product IFU. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against sharp edge of the needle bevel causing shearing damage. The product instruction for use (IFU) contains the following information which may be relevant to this type of event, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and guidewire as a unit to help prevent the needle from damaging or shearing the guidewire." An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reaq1162 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during PICC placement after inserting the needle, possibly in the vein (but no blood return), the guide wire couldn't be advanced. When the guidewire was drawn back it reportedly got stuck. The needle was first removed and after that the guidewire could be removed from the patient. It was stated that the tip was intact but the soft bendable part was raffled. Facility confirmed that the patient was not injured but did require intervention. The patient is currently admitted to a hospital. Facility reported the intervention required was removing the needle and then the guidewire. No medical or surgical intervention required. The patient was admitted to the hospital for treatment of disease, not as a result of this event. On (B)(6) 2016- per engineer tech, the guidewire sample received was broken, stretched and kinked.